Event description:
Following a catheterization procedure, an angio-seal device was deployed; there were no difficulties noticed during device deployment. Upon removal of the tension spring twenty minutes later, a hematoma measuring 10 x 10 centimeters was noted. Manual and mechanical pressure were applied. Three days later, the hematoma had resolved to 2 x 2.5 cm, with no bruit.